Event description:
It was reported the device lost acquisition. We are considering this to be loss of 12l acquisition. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.